Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose (bg) level was 395 mg/dl. It was indicated that the customer administered a correction bolus to address bg levels. It was confirmed that the customer had a backup method of insulin delivery available.